Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy, the load stopped after starting the stapling. The handle could no longer be squeezed. The reload was changed to complete the case. There was no patient injury.